Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 june 2024, a 25mm navitor valve was chosen for implant using small flexnav delivery system. The patient presented in sinus rhythm. During procedure, when the j wire crossed the valve the patient went into complete heart block. The physician exchanged the j wire for a pigtail and decided to address the conduction issue and placed a temporary pacemaker from the neck. They placed safari wire in the ventricle, pre-dilation was performed and navitor valve was implanted. At the end of the procedure, the rhythm was evaluated and found that the patient was in complete heart block. The final implant depth was 3mm at non-coronary cusp and 3mm at left coronary cusp. A temporary pacemaker was left in place and they decided to place a permanent pacemaker on (B)(6) 2024.

Manufacturer narrative:
An event of complete heart block and pacemaker implantation was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that prior to implant patient presented in sinus rhythm. The field also indicated that the complete heart block occurred during pre balloon aortic valvuloplasty and device implant depth was 3mm. Based on this information, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.